Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultramini was reading inaccurately high compared to a lab result. The patient stated that the reported issue first began on six days earlier at 3pm. She reported blood glucose results of "158 mg/dl" on her meter and "138 mg/dl" on the lab device, performed within 10 minutes of each other. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. Based on statistical methodology, the calculated difference meets the expected value of <=20%. After the reported issue began, the patient took her diabetes medications on a sliding scale (30 units of lantus) and then at an unspecified time later, she developed symptoms of being cold and clammy. She also tested on her backup meter and got "78 mg/dl" but the date/time of the test was not specified. Although the meter and lab results met lifescan's accuracy criteria, this complaint is being reported because the patient allegedly developed symptoms after taking insulin based on a meter result. Replacement products were sent to the patient.